Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
Verbatim: IV catheters are very thin and flimsy, it is very difficult to thread the plastic catheter without blowing the veins on our fragile chemo veins. Every time I've used these needles, I blow the vein and the patient has to be stuck again.